Manufacturer narrative:
The investigation determined that higher than expected vitros creatinine xt (creaxt) results were obtained from a single ingen quality control level and 15 different patient samples tested using vitros creaxt slide lot 7214-0010-0527 on a vitros xt 7600 integrated system. The assignable cause of the event is a suboptimal calibration event. The results that met potential health and safety criteria were all associated with a calibration event performed on (B)(6) 2022, labeled as cal curve 332 using calibrator kit lot 0131. The calibration responses and parameters associated with cal curve 332 were atypical when compared to the expected calibration responses and parameters. The cause of the atypical calibration was user error where the customer reconstituted the calibrator vial lyophilate with an incorrect volume of diluent. Per the vitros calibrator kit 1 instructions for use (IFU), the calibrator lyophilate vials are reconstituted using 3 ml of calibrator diluent. The customer determined that calibrator kit 0131 was improperly reconstituted with 5 ml of diluent on (B)(6) 2022 when cal curve 332 was generated. Historic ingen quality control results generated using two alternate vitros creaxt slide lot 0314-0624-5230 calibrations were within expected ranges, indicating that neither vitros creaxt slide lot 7214-0010-0527 nor the vitros xt7600 integrated system likely contributed to the event. Email address for contact office above is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros creatinine xt (creaxt) results were obtained from a single ingen quality control level and 15 different patient samples tested using vitros creaxt slide lot 7214-0010-0527 on a vitros xt 7600 integrated system. Ingen control lot 2105850 l1 vitros creaxt results of 169.7, 170.5, 169.1 and 171.7 umol/l vs. The baseline mean result of 93 umol/l. Patient sample 1 vitros creaxt result of 237.5 umol/l vs. The expected result of 131 umol/l. Patient sample 2 vitros creaxt result of 185.8 umol/l vs. The expected result of 102 umol/l. Patient sample 3 vitros creaxt result of 146.7 umol/l vs. The expected result of 78 umol/l. Patient sample 4 vitros creaxt result of 191.1 umol/l vs. The expected result of 105 umol/l. Patient sample 5 vitros creaxt result of 176.9 umol/l vs. The expected result of 96 umol/l. Patient sample 6 vitros creaxt result of 134.9 umol/l vs. The expected result of 70 umol/l. Patient sample 7 vitros creaxt result of 176.8 umol/l vs. The expected result of 95 umol/l. Patient sample 8 vitros creaxt result of 174.6 umol/l vs. The expected result of 96 umol/l. Patient sample 9 vitros creaxt result of 148.9 umol/l vs. The expected result of 82 umol/l. Patient sample 10 vitros creaxt result of 169.7 umol/l vs. The expected result of 94 umol/l. Patient sample 11 vitros creaxt result of 137.2 umol/l vs. The expected result of 75 umol/l. Patient sample 12 vitros creaxt result of 165.5 umol/l vs. The expected result of 89 umol/l. Patient sample 13 vitros creaxt result of 148.9 umol/l vs. The expected result of 79 umol/l. Patient sample 14 vitros creaxt result of 210.3 umol/l vs. The expected result of 113 umol/l. Patient sample 15 vitros creaxt result of 224.7 umol/l vs. The expected result of 125 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros creaxt results were not reported outside of the laboratory and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).